Event description:
During remote follow-up, post-sensed t-wave oversensing resulting in inappropriate automatic mode switch was observed on the device. Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed and the physician elected to monitor the patient. The patient was in stable condition.